Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system were received; the device analysis determined that the condition of the returned device was consistent with the complaint incident as distal end of the stent was partially deployed by 20mm. During analysis a restriction was met when the deployment suture exiting the hub was retracted by the pullring. However, no issues were noted with the profile of the crochet stitches from the point of release from the stent. It was also possible to retract the deployment suture near the point of release with no issues. However, the deployment suture appeared to be wrapped around the shaft in such a way that caused the restriction in retracting the deployment suture exiting the hub. The stent was fully deployed by retracting the deployment suture at the point of release from the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. There was evidence that the device was used in a manner inconsistent with the labelled indications; per the dfu the ultraflex tracheobronchial stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. However, this device was used to treat a benign stenosis in the stomach as a result of butterfly gastric bypass surgery. A manufacturing investigation was completed to attempt to recreate the failure mode seen in the returned device however, the failure mode could not be recreated. Based on the event description and condition of the returned device, a definitive root cause could not be determined.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was used in the stomach during a butterfly gastric bypass procedure performed on (B)(6) 2015. The stent was intended to be used to dilate a 3cm benign stenosis that resulted from the butterfly gastric bypass procedure. Per the physician, the lesion was dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deploy the ultraflex¿ tracheobronchial stent over the wire by x-ray. The physician was only able to deploy 2cm of the stent and then it stopped. The stent and delivery system were removed from the patient partially deployed. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: per the ultraflex tracheobronchial stent system directions for use (dfu), ¿the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.¿ and is contraindicated for ¿any use other than those specifically outlined under indications for use.¿ however, the complainant reported that the ultraflex tracheobronchial stent system was used in the stomach for a 3cm benign stenosis that resulted from the butterfly gastric bypass procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was used in the stomach during a butterfly gastric bypass procedure performed on (B)(6) 2015. The stent was intended to be used to dilate a 3cm benign stenosis that resulted from the butterfly gastric bypass procedure. Per the physician, the lesion was dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deploy the ultraflex¿ tracheobronchial stent over the wire by x-ray. The physician was only able to deploy 2cm of the stent and then it stopped. The stent and delivery system were removed from the patient partially deployed. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: per the ultraflex tracheobronchial stent system directions for use (dfu), ¿the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.¿ and is contraindicated for ¿any use other than those specifically outlined under indications for use.¿ however, the complainant reported that the ultraflex tracheobronchial stent system was used in the stomach for a 3cm benign stenosis that resulted from the butterfly gastric bypass procedure.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.